Manufacturer narrative:
Updated block: d9. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor's (ccm) coin cell battery died and there was a 'disk boot failure' message. There was no patient involvement.

Manufacturer narrative:
Per the user facility¿s perfusion instructor, the reported non-clinical activity was during a routine check of the unit. The field service representative (fsr) found that the ccm had a disk book failure. The fsr replaced the coin cell battery and the ccm booted up normally. All verification checks passed. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labeling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.